Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion set leaks insulin at the connection to the headset. Due to insulin leakage, the pt experienced evaluated blood glucose of 42 mmol/l (756 mg/dl) despite changing the infusion set several times and bolusing through the infusion device. The pt was hospitalized on (B)(6) 2010 and was released on (B)(6) 2010. The pt's normal blood glucose range is 4-12 mmol/l (72-216 mg/dl). No further info is available. The infusion set was requested to be returned for eval.